Manufacturer narrative:
A ge svc rep performed an on site investigation. The camera was adjusted, the video connector was repaired, and connectors were reseated during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system shut down. This results in a loss of imaging functionality. There is no report of injury or death associated with this event.